Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during an implant surgery, the capture threshold of a lead was too high. A new lead was used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
H6 health impact should have been prolonged surgery, not additional surgery.